Event description:
It was reported that the patient started the procedure with a low heart rate at 60 beats per minute and during the rx acculink stenting procedure in the left internal carotid artery, the patient continued bradycardia which was treated with one dose of atropine. The patients condition continued; however, the patient was stable enough to be discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.